Event description:
The patient reported that her seizures have changed. She described the change in seizure pattern as when a seizure occurs she is "gone". She said the seizure travels up from the chest to the left ear and hits the temple. She wants to get her device checked. No further relevant information has been received to date.

Event description:
It was reported that stress makes the patient's voice different and also her seizures are different. She noted that she has seizures where she throws up and has to sleep for about 4 days. There is also pain from the neck to left ear and temples associated with these seizures. Her thought process becomes altered and she feels as if she disappears.